Event description:
Additional information was received from a healthcare provider (hcp) stated that the cause of multiple motor stall was unknown. The motor stall occurred on 2024-01-22 then on 2024-06-18 but recovers within 30 minutes. Action: none. It was noted that the motor did not recover.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver hydromorphone. Dose and concentration information was unknown. It was reported that, when the home infusion nurse went to refill the pump, the logs and tablet were showing that the patient had 5 motor stalls and recoveries from (B)(6) 2024 through (B)(6) 2024. All of the stalls occurred in the early mornings, between 12am and 6:30am. Per the reporter, the patient was hospitalized recently for a reason unrelated to the pump but did not have any magnetic resonance imaging (MRI) during the hospitalization. The time of the hospitalization was unknown. Technical services discussed monitoring and confirmed that the patient was not symptomatic and that all motor stalls showed recoveries.